Manufacturer narrative:
A qualified field service engineer (fes) evaluated the epiq ultrasound system based on the customer complaint. After reviewing system log files, it was determined the image acquisition control board was at fault. The acquisition control board was replaced to resolve the customer's immediate concerns. Final diagnostic tests passed - the system has been returned to service and no further issues reported. Further analysis of the replaced part was not possible, as it was discarded locally.

Event description:
A customer reported the epiq cvx ultrasound system locked up during an intracardiac echocardiography (ice) catheter tee procedure. The procedure was completed after an exchange of the ultrasound system. There was no patient or user harm associated with this event. No additional information is available at this time. Philips has started an investigation, and upon completion, a follow up report will be submitted.